Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the health care provider (hcp) was unable to aspirate the catheter from the catheter access port during a dye study. The patient reportedly had experienced underdosing symptoms. It was noted there was ¿some question¿ of the pump connector. The device system was used to deliver dilaudid and bupivacaine. It was then reported a catheter revision was scheduled and diagnostic testing/troubleshooting was to be performed in the future. The patient reportedly experienced pain. It was later reported the location of the issue was unknown and the entire catheter was replaced. The patient was reportedly ¿fine¿. It was stated there was ¿nothing to return¿.